Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a optical head on a microscope swayed and had a loose screw before a procedure. There was no patient involved.

Manufacturer narrative:
Additional information provided in device available for evaluation?., device evaluated by MFR?, evaluation codes., and additional MFR narrative. The system was examined and the reported event was confirmed. The company representative confirmed the loose screws and tightened them as needed to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 4, 2014. Based on qa assessment, the product met specifications at the time of release. The customer reported event of the loose screws was able to be confirmed. However, how the screws became loose remains uncertain. (B)(4).